Event description:
A surgical tech reported that during vitrectomy surgery, the laser was not functioning. They disconnected, then reconnected the laser, and rebooted the system. There was a 20 min delay while the troubleshooting was performed. This resolved the problem and the surgery was completed. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. However, system messages related to probe recognition were found in the system's event log. The system was then tested and met product specifications. No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).